Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent had detached from the device and was not returned for analysis. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The hypotube was kinked along its entire length. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in a mildly calcified and mildly tortuous left anterior descending (lad)artery. Following predilation with a non-bsc balloon catheter, a 12 x 2.50mm taxus¿ liberté¿ drug-eluting stent was selected and advanced to treat the target lesion. When the physician wanted to get the stent to pass the "circuitous" blood vessel in the near-end of the lesion, it was noted that the stent dislodged from the delivery system. The physician tried to find the stent several times and through careful observation, the stent was found in the left main (lm). He then deeply inserted the unspecified guide catheter into the lm and catch the stent which took about 40 minutes. The physician thinks the stent was removed intact. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in a mildly calcified and mildly tortuous left anterior descending (lad)artery. Following predilation with a non-bsc balloon catheter, a 12 x 2.50mm taxus liberté drug-eluting stent was selected and advanced to treat the target lesion. When the physician wanted to get the stent to pass the "circuitous" blood vessel in the near-end of the lesion, it was noted that the stent dislodged from the delivery system. The physician tried to find the stent several times and through careful observation, the stent was found in the left main (lm). He then deeply inserted the unspecified guide catheter into the lm and catch the stent which took about 40 minutes. The physician thinks the stent was removed intact. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).